Manufacturer narrative:
(B)(4). The device was explanted and replaced ten days later. Prior to the procedure, the device was interrogated and the battery status was end of life (eol). The device battery depleted prematurely, as the device had been in service for 15 months. The explanted device was returned for laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the premature battery depletion that was observed clinically.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A boston scientific technical services consultant discussed the fault code and recommended device replacement. No adverse patient effects were reported.